Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced fuzzier at all distances, worse in morning, cannot see computer and clinical reason for explant being intermediate vision concern. The iol was explanted and exchanged for non company lens following the initial implant procedure. Additional information has been requested and received stating that vision was not crisp, there was a lot of flickering around letters. Symptoms resolved.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. One haptic is broken off in the gusset area and not returned for evaluation. A scratch is observed on piece of the optic. A power and resolution inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. A power and resolution inspection could not be conducted due to extensive damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The company lens, 22.5 diopter (add power +2.2/+3.2) lens was replaced with a non-company multifocal lens with a 23.0 diopter power. The manufacturer internal reference number is: (B)(4).